Event description:
It was reported that the patient (born in (B)(6)) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for diarrhea and peritonitis. The patient started treatment with cefazolin (1gram, every day, intraperitoneal(ip)), fortum (1gram, every day, and ip), and cprofloxacin (200 milligram, every day, intravenously) for peritonitis. The patient was recovering.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.